Event description:
Brush head fell off [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b triumph professional care 9000 series toothbrush, the oral-b precision clean brush head fell off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.